Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer received intermittent inaccurate fill estimates. Reportedly, the fill estimates would be lower than expected; the customer reported that the pump showed 90 units of insulin and after a 25 unit bolus was delivered, the pump only showed about 40 units. The customer reported after a while, the fill estimate unexpectedly showed approximately 55 units. Additionally, it was reported that the pump battery gauge would intermittently drop suddenly. The customer's blood glucose level ranged from 76 to 106 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.